Event description:
A patient ahd undergone a sling procedure. Subsequently, the patient presented with complaints of vaginal pain. The physician noticed a small fragment of mesh exposed in the vaginal mucosa. The physician is unsure if the exposed portion of the mesh will be removed.